Manufacturer narrative:
D9: return date should be (B)(6)2021

Manufacturer narrative:
The reported events were cardiac perforation and helix mechanism issue. As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient's right ventricular lead had perforated. The lead could not be repositioned due to a helix retraction failure. The lead was removed and replaced. The patient was stable.